Manufacturer narrative:
Device evaluation the reported complaint device was discarded by the facility; therefore, evaluation by the manufacturer was not possible. Investigation a document-based investigation reviewed the following: instructions for use, quality control, specifications, complaint history, manufacturing instructions and device history record. A review of the device history record of the finished product shows no nonconforming related to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. Conclusion based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to investigatethis failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Additional information/corrected data d4-expiration date, and h4-manufacture date (B)(4). Conclusion based on the information provided, no product returned, and the results of our investigation the actual root cause was determined as cause traced to device design (design inadequate for purpose). Per the [quality engineering] risk assessment, appropriate measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject power injectable PICC initially inserted on (B)(6) 2018 was found to be leaking on (B)(6) 2018 during routine flushing. The leak was located at the lumen-hub connection. The device was removed and replaced on the same day. As reported, the patient did not experience any adverse effects due to this occurrence.